Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that ipg was able to be recovered. Therapy has been restored.

Event description:
Additional information indicates that the ipg was not stuck in MRI mode. Field representative was able to connect without issue.

Manufacturer narrative:
Field representative was able to connect without issue. It was determined that the ipg was not stuck in MRI mode; therefore, ipg is not a part of the field action previously reported. Fsca removed.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. Next course of action is currently unknown.